Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of reft3533 showed no other similar product complaint(s) from this batch number. Device not returned for evaluation.

Event description:
It was reported by the customer "leaking catheter in inverted cone. Patient is without central access and with multiple punctures." No other information was provided.